Event description:
It was reported that the patient has been experiencing an increase in seizures and has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.